Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment and difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that after placement of an embolization implant coil at the target treatment site, the implant would not detach with the controller. During the attempt to remove the coil, the coil detached. The implant coil was removed in its entirety along with the microcatheter. There was no reported patient injury or additional intervention.